Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge will not be involved in the repair of this iabp as it is owned by a third party service provider and is an end of service unit. The iabp will remain in non-working order and is not cleared for clinical use. The full name of the initial reporter named is (B)(6). He is a getinge designee whose contact details are different from that of the event site; however, the contact information is not available at this time.

Event description:
While a getinge designee was performing field actions the cs100 intra-aortic balloon pump (iabp), he found that the iabp had an expired battery and there was no safety disk. There was no patient involvement and no adverse event was reported.